Manufacturer narrative:
Follow up 1 (additional information): this report is being submitted to update the section b5 and h6 device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with a non-boston scientific device and this right ventricular (rv) lead, had a ventricular tachycardia (vt) episode. A shock was delivered but there was not enough energy to revert the rhythm as the shock impedance measurements were low out of range at that moment. Patient had to be externally rescued. The patient had a second ventricular tachycardia (vt) episode, and an appropriate anti-tachycardia pacing (atp) was delivered which converted the arrhythmia. Technical services (ts) suspected possible lead damage and calcification. A lead replacement was recommended. No additional adverse patient effects were reported. This rv lead remains in service. Additional information indicated that there was a clear insulation breach. As a result, this lead was explanted and replaced with a none boston scientific lead. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that the patient with a non-boston scientific device and this right ventricular (rv) lead, had a ventricular tachycardia (vt) episode. A shock was delivered but there was not enough energy to revert the rhythm as the shock impedance measurements were low out of range at that moment. Patient had to be externally rescued. The patient had a second ventricular tachycardia (vt) episode, and an appropriate anti-tachycardia pacing (atp) was delivered which converted the arrhythmia. Technical services (ts) suspected possible lead damage and calcification. A lead replacement was recommended. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.